Event description:
Device 1 of 2. Reference MFR report number 1627487-2014-01124. It was reported stimulation has been off for approximately 1.5 years. Communication was attempted with the patient programmer and an error message displayed. The charger was not attempted. The patient has no desire to replace the ipg but would like it explanted. It was further reported the stimulation sensation caused excessive pain and irritation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.